Event description:
It was reported that during a rotator cuff repair procedure using the firstpass suture passer, when the needle was loaded it kept jamming in the handle of the gun. The surgeon chose to complete the procedure with a competitor's product. There were no other delays or pt complications reported as a result of this event.